Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that air bubbles were observed. The customer declined to provide additional information regarding the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that air bubbles were observed and that a cartridge alarm occurred. The customer declined to provide additional information regarding the issues. There was no adverse impact to the customer¿s blood glucose level. B5: it was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that air bubbles were observed and that a cartridge alarm occurred. The customer declined to provide additional information regarding the issues. There was no adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that air bubbles were observed and that a cartridge alarm occurred. The customer declined to provide additional information regarding the issues. There was no adverse impact to the customer¿s blood glucose level.